Manufacturer narrative:
The technician replaced the zoneaire interface circuit board to repair the bed.

Event description:
Information received indicates the hi/low and trendelenburg would not function from the footboard.